Event description:
The customer reported the patient's mask vibrated strongly on the patient when the patient was breathing out. There was no patient harm reported.

Manufacturer narrative:
Patient information was requested; the patient sex, weight and age were provided. Customer advised the remaining information is not available.

Manufacturer narrative:
(B)(4).